Manufacturer narrative:
(B)(4). Batch # m53698. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Batch # m53698. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a radical resection of esophageal carcinoma procedure, the device was used to anastomose esophagus and stomach. Prior to the anastomosis, the gap was set at 1.5mm. Opened the safety lock, the surgeon found it difficult to fire the device. The surgeon fired the device with more power but unable to compress "plastic to plastic". The surgeon compressed until unable to compress any more. Then he removed the device from the tissue and found that the tissue was partially cut. The staples were all malformed with legs straight. The tissue was cut down and a competitor's device was used to complete the procedure by re-perform a purse and anastomosis. The patient is in stable condition now.